Event description:
The customer reported that the system displayed an error message regarding the cmos battery and there was an issue regarding the date and time. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos battery needs to be replaced. It is anticipated that the representative will order and replace the battery and that this will restore the system to operating as intended.